Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that non-sustained ventricular oversensing due to ventricular lead noise was observed. Lead revision is being considered due to possible lead issue. No patient symptoms reported.